Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v877361, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device worked really well but the patient had (B)(6) and it was removed. Both her incisions erupted with pus and blood and after a few weeks she was sent to infectious disease and then she went to the doctor. Currently she was on a special antibiotic and they were being very careful of the danger. Even now, she still tested (B)(6) off and on. It was noted that it erupted on 1(B)(6) 2012 and it was removed in (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.